Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the synfix® evolution aiming device holder (p/n 03.835.004 lot l094645) was received with all components. No identifiable visual defects or deformities were observed along all the components. Function inspection: proper use of the synfix evolution aiming device holder is described in the synfix evolution system surgical technique guide, dsus/spn/0416/1239(3) 05/17. From the disassembled state, the compression spring is placed onto the distal end of the core part and slid proximally until it hits a stop. The locking sleeve is placed over the distal end of the core part and slid proximally, over the compression spring. The black etched arrows on the locking sleeve are then aligned with the black etched lines on the core part. The locking sleeve is pushed proximally, compressing the compression spring, until the prongs on the locking sleeve engage the flange on the core part, effectively locking the locking sleeve onto the core part. To activate the locking mechanism the locking sleeve is compressed proximally until the black circular etch on the core disappears. All the steps were performed on the returned device at us cq. The device was able to successfully assemble, disassemble, compress, retract, and lock, all as functionally intended. No functional issues were identified. Dimensional inspection: sleeve outer diameter (distal end) and shaft inner diameter (distal end view b-b) were measured and found conforming. Document/specification review: the relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is unconfirmed as no visual defects, deformities, or functional issues were identified during the investigation for the returned synfix® evolution aiming device holder (p/n 03.835.004 lot l094645). No definitive root cause could be determined for the reported complaint condition. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.835.004; lot: l094645; manufacturing site: hägendorf; release to warehouse date: 30.august 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Occupation: initial reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of loaner sets it was observed that a synfix evolution aiming device holder broke. There was no known patient or hospital involvement. This complaint involves one (1) device. This report is for one (1) synfix® evolution aiming device holder. This is report is 1 of 1 for (B)(4).